Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been cut between the latches and the base of the carrier tube hub. The device was returned in the fully rear-locked position, and the tamper tube was found to have been partially deployed from the carrier tube. The anchor, collagen, and suture were returned and had been removed from the carrier tube. No other signs of damage or deformation to the device were identified. The hemostasis sheath was also returned, and no damage to the component was identified. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - cath lab manager. The actual device has returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the cath lab manager notified me an angio-seal issue. Proper protocol was followed for delivery and deployment, but the account stated after the physician located and set the anchor then pulled back, the entire device removed from the patient. Manual pressure was held and there was no excessive blood loss, and the patient was stable and fine. The procedure was stemi. The account cut the sheath to locate the anchor to make sure it was not left behind in the patient. They stated that the anchor was still inside the silvery sheath but near the tip as if it never was protruded through the tip of the sheath for deployment. The procedure was successful. Additional information was received on 15october2021: there was less than 250ml of blood loss. No more than noted normal procedural loss by the account. Additional information was received on 18october2021: the sheath size used was 6fr. There was a pre deployment angiogram performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion.